Manufacturer narrative:
(B)(4). Attempts are being made to obtain device return for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? - w9431 rectus sheath. What was used to complete the procedure? - w3650 skin. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify device return status?

Event description:
It was reported that the patient underwent a c-section procedure in 2020 and the suture was used on the rectus sheath. It was reported that the suture was broken. Another suture was used to complete the procedure. Additional information has been requested.